Manufacturer narrative:
(B)(4). Results: 80% stenosis following pre-dilation, moderate calcification and tortuosity. Stent damage, failure to deliver the stent, use of force. Conclusions: 80% stenosis following pre-dilation, moderate calcification and tortuosity, use of force. Eval summary: the device was returned to the mfg facility for eval. The stent was present on the balloon between marker bands as per specifications. The first proximal stent segment was raised and pulled proximally. A number of other stent segments were misaligned and slightly raised. Please note that this device (B)(4) is distributed outside the us; however, it is similar to the us distributed product "endeavor sprint".

Event description:
The physician was attempting to implant a 3.0mm diameter x 26 mm length resolute integrity rapid exchange (rx) drug eluting stent to treat a lesion in the mid segment of the lad. The target lesion exhibited 85% stenosis, moderate tortuosity and moderate calcification. The target lesion was pre-dilated using a 2.5 x 20mm sprinter balloon at 14 atm. An 80% stenosis remained following pre-dilation. The device failed to cross the lesion and the stent of the device was observed to be damaged. Force was used in an effort to remove the device. The device had been inspected prior to use with no issues noted. No clinical sequelae were reported.